Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a power module (pm) 12v battery was not operating. The patient was walked through the battery exchange process and sent documents with step-by-step instructions on how to complete the exchange. The alarming did not stop after completing the exchange, but it did stop when the old pm battery was replaced. A new battery was requested.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the power module alarming was not confirmed. It was reported that the alarm was resolved by replacing the power module backup battery. It was originally reported that the backup battery would be returned for evaluation; however, no tracking information was provided, and the battery was not received at abbott. Multiple additional requests were made to determine if the battery would still be returned for evaluation; however, no response was received. This file will be re-opened with further analysis if the product is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. Battery inspection data was reviewed for the 12v sla backup battery, serial number (B)(6), revealing that the battery passed all testing per the greatbatch specifications. The battery was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use (rev. C) section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including all power module alarm conditions. Heartmate 3 instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 - ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Once every three years the power module internal battery will be replaced with a new internal battery. Heartmate 3 instructions for use (rev. C) section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. Heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.